Event description:
The customer reported being hospitalized, but it was not related to the insulin pump, it was due to over correction by syringe. The customer stated that he gave himself a bolus, but he thought that the tubing was kinked and gave himself a shot. On the way home from a movie, he went off the road and hit a soft thing. The blood glucose at time of the accident was 31mg/dl. Troubleshooting was performed, and the high pressure test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.